Manufacturer narrative:
(B)(4). This report will be updated when additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The helix was retracted, the outer insulation was bunched, and the lead body was twisted. Resistance and pressure tests were completed to assess the lead¿s electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet was inserted into the lead without resistance. The helix mechanism was tested and performed as expected. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, and analysis was not able to confirm that the helix appeared to be extended properly at the implant procedure but was found retracted on x-ray before the revision procedure.

Event description:
Boston scientific received additional information that this lead was explanted and was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The lead is undergoing analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during an explant procedure for the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system, this right ventricular (rv) lead exhibited increased pacing threshold measurements and high, out-of-range pacing impedance measurements of greater than 2,000 ohms. An x-ray revealed the lead was dislodged. It was also observed on the x-ray that the helix on this lead was not extended into the heart tissue. A review of the x-ray that had been taken at the implant procedure showed proper helix extension. A lead revision procedure was planned. No adverse patient effects were reported. It was later reported that the device had also moved down, but it was not known if the patient manipulated the device. It was also considered that the lead's suture sleeve may not have been secured adequately. It was noted that the patient was of very large stature and this may have contributed to the lead dislodgement.